Event description:
Sales representative reported implantation of a saline breast implant that was past the expiration date. Surgery was completed and no additional measures were noted. No injury was noted and the device remains implanted. The user facility will not be taking any action in regards to this surgery.

Manufacturer narrative:
(B)(4).